Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a syringe pump was programmed to infuse a 2ml normal saline flush after zosyn infused, and before a vancomycin infusion to prevent the mixing of incompatible medications. After the infusions were complete the med-port was discovered to be occluded and the patient required an mor procedure to replace the med-port. The customer suspects that the incompatible medications precipitated in the med-port and that this was the cause of the occlusion, but is not absolutely sure. Initially the customer suspected a programming error, and that the ns flush was either incorrectly programmed or not programmed by the nurse. However, they have performed a log review and were able to rule out a programming error but have declined to provide any more information of the event, and have declined to send in the devices or device event logs for investigation.